Event description:
A caller reported an alarm related to the tandem mobi cartridge. There was no adverse impact on the customer¿s blood glucose level. Technical support confirmed the issue and decided to replace the pump, as it had occurred during the cartridge load process and had been previously reported. The customer will use multiple daily injections as a backup therapy until receiving the replacement pump, which will have updated software. Technical support provided instructions for returning the problematic pump to avoid charges and for setting up the replacement pump, which the customer acknowledged and understood.